Event description:
The customer reported the mounting part was detached and the rotation jig could not be attached. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the adhesive on the arm cover was peeling. This report is being submitted for the malfunction found during evaluation (peeling adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the adhesive on the arm cover was peeling. No other poor appearance was confirmed. The device history record was unable to be reviewed for this device since the lot number is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely the adhesive was peeling due to external force including cleaning of the device during normal handling. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning: "never use the instrument on a patient if an abnormality is suspected." Olympus will continue to monitor field performance for this device. The reported issue (rotation jig could not be attached) was confirmed during testing. It could not be attached due to a worn out screw thread. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.